Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a defaulta device evaluation and/or device history review is anticipated, but is not complete. Up completion, a supplemental report will be filed.

Event description:
It was reported that 50 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "the issue is that the stoppers pop off whether using the system closed or opened. "

Manufacturer narrative:
H6: investigation summary: bd had received 3 photos for investigation. The photo was reviewed and the photos show blood splattered in the area and a tube with the lot number and expiration date. No tubes without the hemogard closure are seen in the photos. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 samples were subjected to functional draw testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that 50 bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had the stopper pop out of the tube. The following information was provided by the initial reporter: "the issue is that the stoppers pop off whether using the system closed or opened. "